Event description:
After implantation of the intraocular lens, the patient experienced an undesired refractive error. During post operative examination, the physician determined the iol was not properly centered and was sitting too far back in the eye. The lens was removed and replaced with a higher diopter power lens without complication.

Manufacturer narrative:
(B)(4) - the intraocular lens was not yet received for analysis. The iol met all manufacturing specifications prior to release. Based on the information received from the physician, we do not suspect this event is manufacturing related.

Event description:
On (B)(6) 2009, the pt was implanted with an scs system. It was reported that the pt's leads had previously migrated and since then the pt has not been satisfied with the stimulation. The pt reported feeling the stimulation in her stomach. On (B)(6) 2010, the lead was explanted and replaced with a paddle lead.

Manufacturer narrative:
The returned iol was measured for power and was correct as labeled, 21.0 diopter. The iol met all specifications for optical properties. Batch records were reviewed and showed no deviations. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol.